Event description:
The customer reported that the ventilator alarming and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported problem during evaluation. Review of the diagnostic log indicated a vent inop occurrence due to a data acquisition pcba adc reference failure. The service technician replaced the gas delivery system, and power management and motor controller pcb boards per recommendation of product support as a precaution to address the reported problem. Applicable final testing was completed and passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Gas delivery system